Event description:
It was reported that there were multiple red alerts due to high out-of-range pace impedance measurements greater than 3000 ohms as far back as (B)(6) 2019. At the time, it was thought that the cause was the spring contact. Fluctuations in the rv pace impedance trends showed measurements in the 500-550 ohms range with jumps from 860 to 3000 ohms, with rv pace impedance measurements returning to baseline after each measurement spike. Technical services (ts) recommended further lead testing with isometrics and pocket manipulations. In addition, ts recommended turning on rv non-sustained alerts. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).